Event description:
Edwards received notification that this valve model 3300tfx21mm implanted in the aortic position was explanted from a 70-year-old patient after an implant duration of three (3) years and eight (8) months due to calcific degeneration leading to severe re-stenosis (ava 0.7cm3, peak gradient 52 mmhg and mean gradient 32 mmhg), and leaflet damage. As per pre-operative echo, there were focal calcification at the anterior annulus and in the region of the commissure of the right and non-coronary cusp. Reportedly, leaflets were stiffened and one had a perforation. Subject device showed increasing gradients. As reported, patient presented with significant shortness of breath at fairly minimal exertion, onset of angina and had a couple of presyncopal episodes. A 21mm surgical valve was implanted in replacement making use of cor-knot. Patient was noted as to be recovering.

Manufacturer narrative:
Customer report of leaflet damage, calcific degeneration, and stenosis were confirmed. X-ray demonstrated wireform and metal band were deformed around commissure 3 and minimal calcification on leaflets 2 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. All three leaflets were thickened and swollen at the free margins near the commissures. Host tissue overgrowth and thickened leaflets restricted leaflet mobility and led to stenosis. A perforation was observed on leaflet 3. The perforation was beveled at the outflow aspect, a typical characteristic of those caused by suture tail abrasion. Sewing ring was cut off and exposed the metal band around the valve. Cut off sewing ring fragment was not returned. Serrated mechanical damage marks were observed on the outflow surface of leaflet 1 near commissure 2. Lab findings are aligned to customer picture. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that during use with this pacing catheter, it was unable to pace. The pacing was attempted after catheter insertion, but it did not work. The issue was resolved by replacing the catheter. Information including the kind of surgery or examination the catheter was used for and if the patient had a cardiac conduction defect was unknown. The patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Added information to h6 (type of investigation, investigation findings and investigation conclusions). H11 - additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. As per pre-operative echo, there were focal calcification at the anterior annulus and in the region of the commissure of the right and non-coronary cusp. Reportedly, leaflets were stiffened and one had a perforation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. Calcification and pannus are included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Based on the provided information, the most likely of cause the leaflet damage is procedural factors, including suture tail abrasion which is considered use-related as it is caused by the surgeon's suture placement and leaving the tails at a length and position where they contact the leaflet. An edwards defect has not been confirmed.